Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch will be submitted upon the completion of this activity.

Event description:
The biomedical technician at the user facility reported that one of the prongs on the power plug was found to be burnt while performing periodic maintenance (pm) on the machine. No burning smell or smoke was present, and no flames or sparks were observed. No patients, staff, or any other individuals experienced adverse effects as a result of this event. The outlet was noted as being hospital grade, and the plug was confirmed to be properly plugged in. There was no visible damage to the outlet. The biomed ordered a replacement power supply to resolve the issue. Following the part replacement, the machine was restored to full functionality. Functional testing performed by the biomed confirmed the system was operating properly. The unit has been returned to service at the user facility without issue. The power supply was available to be returned to the manufacturer for evaluation, but has not been received for analysis.

Manufacturer narrative:
The 2008t hemodialysis (hd) machine was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res). Follow-up information was provided by the biomedical technician at the user facility who revealed that the power plug was found to be burned while performing preventive maintenance (pm). The biomed replaced the power supply assembly to resolve the issue. Functional testing performed by the biomed confirmed the system was operating properly. The unit has been returned to service at the user facility without issue. The power supply assembly was received by the manufacturer for analysis. A visual examination found that heat damage was present on the power plug. The plastic was melted around the terminal for the plug¿s white wire, and pitting was observed at this terminal. The pitting on the power plug terminal indicates arcing within the outlet at the user facility. Functional testing was performed by installing the received component into a working unit. The machine powered on without issue. Additionally, the unit passed self-test and a heat disinfect program. A review of the device manufacturing records was performed on the reported serial number. There were no non-conformances or any associated rework during the manufacturing process which could be associated with the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to confirm the failure mode. A visual examination confirmed the presence of heat damage to the power plug. Therefore, the complaint has been deemed confirmed.